Manufacturer narrative:
The insulin pump had intermittent act and up buttons response due to corroded keypad traces. The pump had minor scratches and cracks on the lcd window. There were cracks on the case at display window corners, battery tube threads, reservoir tube lip and a stained end cap sticker. No broken battery tube threads noted.

Event description:
It was reported that the insulin pump was broken in the battery compartment. Blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.